Event description:
A malfunction alarm identified as malf 3 occurred and no notable events were reported before the malfunction. There was no reported adverse impact to the customer's blood glucose level. As the malfunction code was not resettable, technical support arranged to replace the pump and the customer reverted to an alternate form of insulin therapy. Since the pump was out of warranty, the customer planned to contact her clinic for a new pump.